Event description:
Tech alleged that the brake casters rolled when the brake was set. No injuries.

Manufacturer narrative:
Tech found the brake rod broken. The tech replaced the broken brake linkage to resolve the issue.